Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-48228. It was reported that system diagnostics recorded low impedances on two contacts. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads were repositioned resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.